Event description:
International affiliate reports leakage occurred while draining cerebrospinal fluid with the eds 2 device. Also noted damage to the device's four-way stopcock, a hairline crack, and missing plastic parts.